Manufacturer narrative:
The hill-rom technical service representative troubleshot the issue with the customer and suggested the customer that they check the voltage on the external alarm. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the ppm bed exit had no audible alarm. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).